Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage and the black o ring would not stay on the insulin pump. Customer's blood glucose level was 154 mg/dl. Customer was reported that the reservoir seemed to stay in the reservoir compartment of the insulin pump. Insulin pump will be returned for analysis.